Event description:
It was reported that an amia device experienced a max air exceeded alarm. This occurred during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a leak; further described as when they opened the heater tray, "they noticed the heater bag leaked all inside and there was a rubber ring that looks like it was from inside the heater tray, where the door closes¿. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.